Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in india. It was reported that rotaflow console is not working on battery and displayed the error message "head error" after running on 1000 rpm (revolutions per minute). The problem is associated with the rfc control board and rotaflow drive. No indication of actual or potential for harm or death has been reported. A getinge field service technician trouble-shooted the rotaflow console (rfc) with s/n (B)(6) on 2021-05-21 and could confirmed the reported failure "head error" and "rotaflow console not working on battery". The rfc control board kit (article number 70103.4051) has been replaced but the "head error" is still present. The investigation of the rotaflow drive (rfd) is ongoing. Furthermore, the battery pack with fuse (article number 70101.7188) will be replaced. The unit is out of use. However, the most probable root cause for the reported failure "head error" could be determined as: - the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. The failure mode "rotaflow console not working on battery" can be linked to the following most possible root causes according to our risk management file (dms# (B)(4)): 1. Defect batteries. 2. Power supply board failure. 3. Software error. 4. User forgot recharge. 5. Defect of charger unit. The review of the non-conformities was performed on 2021-03-17 during the period of 2014-10-01 to 2021-03-17 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The product in question was produced in 2014-10-01. In order to avoid reoccurrence of the reported failures, the sales and service unit (ssu) will be informed to follow the chapter in the instruction for use heart-lung support. System rotaflow system/ 4.3 / en / v14. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. Chapter 3.3.4 battery operation: - check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. - the actual run time during battery operation depends on the age and condition of the batteries, current consumption of the rotaflow console and other factors. The run time shown is only a reference value. The actual run time can be shorter or longer. This complaint will be closed and as soon as significant information becomes available the complaint will be reopened and necessary steps will be initiated. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in (B)(6). It was reported that rotaflow console is not working on battery and displayed the error message "head error" after running on 1000 rpm. The battery issue was resolved after replacing with new one. No more information provided. No indication of actual or potential for harm or death has been reported. Complaint ID: (B)(4).